Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not lasting the full 6-7 days and they have been getting a change sensor alert. It was explained to customer the proper insertion techniques and site location. Customer's blood glucose was 400 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.